Event description:
A customer reported that the sensor (adc device) would not start up while using the freestyle librelink. The customer experienced a loss of consciousness however, was able to self-treat (unspecified). The customer further reported having contact with a healthcare professional and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "4 week ago" from adc awareness date. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported no message appear upon scanning the sensor. An attempted to replicate the user¿s complaint using a similar configuration was performed and complaint was not able to be reproduced. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the sensor (adc device) would not start up while using the freestyle librelink. The customer experienced a loss of consciousness however, was able to self-treat (unspecified). The customer further reported having contact with a healthcare professional and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.